Manufacturer narrative:
Investigation summary: based on the information available, an operational issue was identified that could impact pump functionality but based on the reported slow deflation and urinary retention, it is not considered the most probably cause for the event. The cause that contributed to the reported clinical observations cannot be established. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the ams 800 control pump and occlusive cuff were returned for analysis. The pump was visually inspected, microscopically examined, and tested for leaks. No damage, abnormalities, or leaks were identified. The pump did not pass the poppet pressure test. The functional issue identified could impact pump functionality, but based on the nature of the reported event, it is not considered the most probable cause. The occlusive cuff was visually and microscopically examined as well as leak tested. The pump performed within specification with no sign of irregularity. Labeling review: a review of the ams 800 instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to deflation issues. It was suspected to be the result of a blockage that did not allow the cuff to empty. As a result, the pump did not function as expected. The patient was catheterized and the existing aus cuff and pump components were explanted and replaced with a new cuff and pump. No patient complications were reported.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff and pump components removed as it had deflation issues. It seemed to be more of a blockage as the cuff could not empty. The pump therefore, did not work accordingly. The patient had to be catheterized. A new artificial urinary sphincter cuff and pump components was implanted.